Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported that the screw head broke during insertion. The broken screw was unable to be removed and remains in the patient.

Manufacturer narrative:
Evaluation narrative - the associated device was not returned for evaluation. The head of the screw was discarded, and the shaft was left in situ. A review of manufacturing records did not reveal any material or manufacturing deviations that could have contributed to this issue. A review of complaint history revealed that we have had one previous complaint for this batch/failure mode. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed. (B)(4).